Event description:
It was reported that during an unknown procedure, the clips kept misfiring, some clips crossed or scissored, one clip fell out of the jaws and one did not deploy, one remained in the jaws twisted. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Returned empty. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.